Manufacturer narrative:
Inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. The download data did not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. The distal tip of the soft cannula was observed to be damaged. Although the distal tip was damaged, the timing and cause of the damage is unknown. Fluid path was inspected and fluid was able to pass through the fluid path since the damage occurred above the cross drills.

Event description:
It was reported the patients blood glucose level rose above 300 mg/dl while wearing the pod between 24 and 36 hours. The pod was leaking insulin from the infusion site (arm). No treatment was provided.